Event description:
It was reported that the customer had an issue with the easy bolus button. The button was not working. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The insulin pump received with cracked reservoir tube lip.